Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 5584111, lot# rs15c007 visual inspection confirmed the torx tip of instrument has been damaged consistent with interface during usage. Optical examination revealed the torx tip edges have been stripped and deformed. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that the device has broken. There was no patient involvement and no further complications reported regarding the event.